Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The issue was found to have been caused by a faulty spare lamp error. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely user error. When the lamp is replaced, the lamp time display must be reset manually. This issue is addressed in the instructions for use (IFU): "when the examination lamp is replaced with a new one, reset the lamp usage indicator as described in this section."

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that the spare lamp of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.